Manufacturer narrative:
Additional information was provided by the customer stating that the wake button issue continued, but has not worsened. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple presses were necessary for display to activate. Blood glucose was not impacted. The customer applied more pressure to the wake button to address the issue.